Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that after the catheter was inserted into the patient, the balloon would not inflate. Another catheter with the same lot number was used without further issues. The nurse also tried to inflate the balloon after removal; however, was unsuccessful.

Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "use luer tip syringe to inflate with stated ml of sterile water or pre-filled products, remove clip and squeeze reservoir to inflate with stated ml of sterile water." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that after the catheter was inserted into the patient, the balloon would not inflate. Another catheter with the same lot number was used without further issues. The nurse also tried to inflate the balloon after removal; however, was unsuccessful.